Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, broken plug strap, fluids, 25% of the plug strap is missing, white calcification of the 40%. Leak test was performed, and no leakage was found. A microscopic analysis was performed which sharp edge broken. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as unidentified (tear) opening. A piece of the plug strap is missing assessed as inconclusive. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional additionally reported deflation and calcification. Device has been explanted.